Manufacturer narrative:
This is a report of a use error where the patient improperly disconnected the patient line from the transfer set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during drain three of three. The patient was not connected at the time of the alarm. The care giver (cg) stated that the patient awoke in the middle of the night, became disoriented, and disconnected their transfer set from the patient line. The cg woke up and found the patient sitting in a chair with an open transfer set. The cg was unsure how long the transfer set had been uncapped. The cg immediately capped the transfer set with a flexi cap. The patient did not clamp or cap the patient line when they disconnected. The patient received prophylactic antibiotics. The technical service representative (tsr) assisted the cg to open the door and remove the set. There was no patient injury or medical intervention associated with this event. No additional information is available.